Event description:
The service and repair department documented two prongs broke off of the small universal chuck with t-handle when gripping onto wire. This event occured during surgery. The surgery was completed successfully. No additional information will be made available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 1-aug-2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was returned to the manufacturing facility for review on november 21, 2014. Service and repair evaluation: the customer reported the prongs inside the chuck broke off. The item is not repairable. The cause of the issue is unknown. The evaluation was confirmed. Product evaluation: the 393.105, lot 8982843 small universal chuck with t-handle was received intact. The device appears to be in very good condition; however, two of the three distal clamping prongs are missing from the device. The device is an instrument routinely used in numerous procedures and technique guides for the manual insertion of kirschner wires, schanz screws and steinmann pins. The small universal chuck with t-handle was returned and reported to have had two prongs from the distal clamping portion of the device broken off. This condition is confirmed; two of the three distal clamping prongs are missing from the device despite otherwise being in very good condition. It is likely that the device was twisted or bent while clamped onto a guide wire. This would have introduced the shear forces necessary to separate the two prongs from the device. (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that the introduction of shear forces by improperly bending or twisting the device led to this confirmed complaint; however, this complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.